Manufacturer narrative:
(B)(4). Medical product: psn jigs pref l, catalog #: 20-8070-010-01, lot#: 63935701. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the custom product can be recreated by the manufacturer. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0009617840-2018-00004, 00005.

Event description:
It is reported that the patient is varus alignment following surgery with customized cut guides.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI #: (B)(4). Reported event was confirmed by review of imaging provided. Although the patient diagnostic was confirmed through review of the post-operative x-ray, no device deficiency could be confirmed. DHR was reviewed and no discrepancies were found. The tibial jig outputted by the jig creation application was assessed and nothing unusual was observed. The jig creation software version used for this case was a validated software version. All the steps were completed as per applicable work instructions and no nc or deviation were recorded. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.